Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported having an issue with the scroll wrap feature. Customer stated that they were unable to get the device off of her. Customer stated that when she goes backwards it goes to ten. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.